Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the up button on the infusion device is temporarily without function. No further information given. No adverse event reported. Requested return of the alleged infusion device for evaluation.